Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a primary cell device implanted on (B)(6) 2013 and was programmed at 2v, 60pw, 160hz, c+2- and therapy impedance was at 3016ohms and 0.68ma. The average overall impedance was 1843 ohms. Electrode impedance was tested at 0.7v which was default and c/2 measured greater than 2,000 ohms. C/2 was greater than 4,000 ohms a couple of months prior to the date of this report. This was the only setting patient¿s therapy was responding and doing well. There was no further information other than the patient was doing fine at the current therapy levels.